Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had high blood glucose levels of 556 mg/dl. The customer reported having issues with the sensor glucose levels reading being different from the blood glucose levels reading. The customer explained an incident in which the sensor glucose stated that he was low, but his blood glucose reading was 556 mg/dl. Troubleshooting for the sensor glucose readings was done. The customer stated that he was able to bring down his blood glucose level. The customer believed that his high blood glucose readings were due to sensor inaccuracies and not related to the insulin pump. The customer stated that the sensor had led him to a serious injury or hospitalization. The customer had surgery for an issue unrelated to the insulin pump but felt that the sensor was making it harder for him to recover. Nothing further reported.